Manufacturer narrative:
Block b3: exact date unknown, event date used was the revision date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5073910.

Event description:
It was reported that the patient was no longer getting an adequate stimulation due to having high impedances on one of the leads. The patient underwent a lead replacement procedure. The explanted device components were not returned as they were kept by the facility.